Event description:
Device returned to manufacturer with report of "replaced pump and catheter-not responding to itb therapy. Dye study- catheter unseen- possible break at pump connector." Follow up with hcp revealed - patient at the time of the event "had a difficult time with significant increase of tone." The patient missed a week of work, had "maxed out on oral baclofen" and received valium in addition to pump baclofen. Residual volumes of pump never exhibited discrepancies. A "lumbar drain" was placed and patient exhibited a good positive baclofen response in 24 hours. Therefore, the patient was determined to not be resistant to baclofen. The records state-"pump malfunction - will replace pump and catheter." Devices replaced 2003. Patient is doing well post replacement. Intrathecal maintenance dose prior to replacement was 500 mcg- patient now gets good therapeutic response at 150 mcg.